Event description:
Valve did not control fluid pressure. Low intraocular pressure.

Manufacturer narrative:
The associated batch record was reviewed and showed no deviations. A review of complaint records revealed that no other complaints from this lot number were received. Our investigation indicates that this event was not caused by a deficient product.